Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment could not be confirmed due to suture was not returned and the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a device entrapment (suture was caught in the o-ring) include but are not limited to; friable femoral vessel , tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, when the device was being removed from the anatomy, the suture was caught in the o-ring; the prostyle device could not be removed. The suture was cut to remove the device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 21f, and the tevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.